Manufacturer narrative:
Event description: it was reported that during a knee surgery a breakage of the screw occurred during the placement in the femoral tunnel. All broken parts were retrieved from the patient. Since the device was not received, an evaluation on the product could not be performed and the reported event cannot be verified. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. Most likely cause can be attributed to improper bone preparation; misaligned insertion; or prying/leveraging the screw during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee surgery a breakage of the screw occurred during the placement in the femoral tunnel. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.